Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the iesu for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the distributor's clinical sales representative (csr) reported there has multiple erbe generator error c-34. The csr informed that erbe generator had been power cycle already, the isi technical support engineer (tse) asked if the hospital had a force triad energy activation cable and sent photos of the cable and personality module energy device (pmed) to csr. The csr confirmed hospital managed to connect activation cable and was carrying on with procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) generator to perform failure analysis testing. The iesu was tested with the system and the unit displayed error c-34 on start-up, confirming a component failure.

Event description:
Refer to h10/h11 for follow-up information.